Event description:
Information was received that during use of this smiths medical cadd extension sets, leaked from the connection between the cassette tubing and extension tubing was noted. It was reported that the 5 flourouracil cadd cassette mixed by the pharmacy and infusion was started by the nurse to run for 46 hours. After the patients came back 46 hours later, the pump and cassette were covered in white powder and leaking from the connection between the cassette tubing and extension tubing was observed. No reported adverse effects.

Manufacturer narrative:
Two cadd extension set samples was returned for analysis. Visual inspection was performed at 12" to 24" under normal lighting and no discrepancies were found during the visual inspection. Leak testing was performed using the hydrostat vessel and there was no leak detected. Review of the manufacturing process revealed that all procedures are being carried appropriately. No root cause has to be determined since the complaint was not confirmed.